Event description:
It was reported that power and display button was not responsive. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to technical support during call, and no additional information was received regarding further actions or outcome of event.